Manufacturer narrative:
Device was used for treatment, not diagnosis additional narrative: this report is for unknown resorbable osteosynthesis/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: stuck, b.a., heller, t. (2011) materials for treating mid-facial fractures. Hno 2011; 59:1088-1092. A retrospective study examined the differences in post-surgical complications for the two osteosynthesis materials (titanium vs. Resorbable materials) when treating lateral mid facial fractures. In the period under examination, (B)(4) and synthes, (B)(4) were implanted--both implant types are made from pure titanium. The resorbable system implants used lactosorb se plates from biomet microfixation (B)(4) and rapid resorbable fixation system from synthes (B)(4). One hundred forty (140) interventions were performed using titanium osteosynthesis and 25 with resorbable material. The rapid resorbable fixation system was used in 17 interventions, 8 used lactosorb se plates. The group of 25 patients with resorbable osteosynthesis included 13 women and 12 men. The average patient age was 53.4 years. Post surgical complications were found in 3 cases. Of these, 2 were the result of osteosynthesis material. One patient had a post-surgical lower lid edema caused by the resorbable material. An abscess in the lateral orbital brow was also deemed a material complication. This is report 2 of 2 for (B)(4). This report is for an unknown resorbable osteosynthesis and refers to the patient who experienced an abscess in the lateral orbital brow.